Manufacturer narrative:
Additional manufacture narrative: device has not yet been returned for technical evaluation.

Event description:
Boston scientific was notified of an event where a platinum marker on a detachable coil was missing, causing the physician to withdraw the coil. The patient sustained no injuries.